Event description:
It is reported that revision surgery occurred in 2008, due to position. Exact implant date is not known.

Manufacturer narrative:
Evaluation summary: the revision was performed to change the position of the implant within the canal. The reason was not due to implant failure. The device was returned for study only. Cause cannot be definitively determined. Evaluation: the stem was returned with bone ingrowth on the tm portion. Other than gouging to the face of the plate, the device does not exhibit any notable damage. Device history records indicate device manufactured for spec.